Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device starts up with a state 1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed. The mr sticker is damaged. The air compressor and mr sticker will be removed and replaced during the repair process before being sent to the test line for full functional testing.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "no patient harm involved. Pump problem error message upon each boot. The unit will have to be sent out for repair before returning to service. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.